Event description:
The surgeon attempted to insert a 3-piece collamer lens model cq2015. The lens jammed in the cartridge prior to insertion and the cause was unk. The lens was not inserted and there was no pt contact or injury.